Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer had symptoms such as nausea, grogginess, unable to drive, dizzy and thirsty. The customer treated with manual injections, insulin pump, and fluids from hospital. The customer went to hospital on (B)(6) 2017 around 2:30-2:45pm. Customer's blood glucose value was 123 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to troubleshoot the insulin pump. The product was not returned for analysis.